Manufacturer narrative:
H.6. Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): indeterminate: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that leakage occurred from the bd insyte¿ autoguard¿ shielded IV catheter and extension tubing connection site during use. Lot's 9128619 and 9122769 were reported to have been involved, each with 1 occurrence of the event. This complaint was created to capture the 4th of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9128619. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-08. Medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd insyte¿ autoguard¿ shielded IV catheter and extension tubing connection site during use. Lot's 9128619 and 9122769 were reported to have been involved, each with 1 occurrence of the event. This complaint was created to capture the 4th of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."